Event description:
The packs have had miscellaneous fibers and they are getting into the eye on occasion. One pt had to return to surgery for removal of a foreign body. No untoward affects are anticipated.

Manufacturer narrative:
The root cause of this issue could not be determined due to the lack of a sample. As a preventative action, cardinal health will work with customer to redesign the pack to isolate any items which may have contributed to this issue thereby reducing the chance of reoccurrence.